Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was unable to control hbgs. It was indicated that the md believes that the customer did not deliver the correct amounts of insulin during a bolus. The programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. It was stated that the customer was educated on the two hbg rule and was instructed to call back when clamp arrives to run the high pressure test.